Event description:
It was reported that before a transcatheter aortic valve implantation (tavi), the sutures of two proglides were deployed using a preclose technique in the superficial femoral artery. The sheath size unspecified, but the access site was described as a large hole. Reportedly, after the tavi procedure, the sutures achieved hemostasis. Approximately 24-48 hours post procedure, the patient reported leg pain and a numb toe. An angiogram was performed and the sfa was noted to be totally occluded. The sutures had reportedly captured the posterior wall and occluded the artery. A catheter balloon was used to dilate the area where the artery appeared to be closed. Although the result was good, offering decent flow beyond lesion to lower extremity, the physician felt it was sub-optimal for a long term result and a stent was then placed in the sfa to assure better outcome. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - device indicated for use in the common femoral artery and was used in the superficial femoral artery; sheath size was not specified, but access site opening was described as large. Estimated date of event (reported as occurred last week). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The other proglide, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Correction - estimated date of event changed from (B)(6) 2012 to an estimated date of (B)(6), 2012 as the patient reported her symptoms on (B)(6), 2012 which occurred 24-48 hours post procedure. Estimated date of event (reported as occurring 24-48 hours prior to (B)(6), 2012). Estimated sheath size (reported as approximately 6f and 12f). It is indicated that the device was discarded at the hospital and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that a 12f sheath was used in the superficial femoral artery and the sutures had captured the posterior wall. As per the indications for use, the device is indicated for the percutaneous delivery of the suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths and to use a single wall puncture technique. Do not puncture the posterior wall of the artery and avoid posterior wall suture placement. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.